Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('it left loose rings that could not be located') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal medical or surgical history. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("if left loose rings that could not be located"), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), arthralgia ("joint pain"), abdominal pain upper ("stomachache"), fatigue ("tiredness"), pyrexia ("low grade fever every day"), loss of libido ("loss of libido"), renal pain ("kidney pain") and sciatica ("sciatica"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy/ total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device breakage, complication of device removal, swelling, hypersensitivity, genital haemorrhage, headache, arthralgia, abdominal pain upper, fatigue, pyrexia, loss of libido, renal pain and sciatica outcome was unknown. The reporter considered abdominal pain upper, arthralgia, complication of device removal, device breakage, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, pelvic pain, pyrexia, renal pain, sciatica and swelling to be related to essure. The reporter commented: the patient was admitted on a scheduled basis to the hospital for a bilateral salpingectomy by laparoscopy with removal of the right tube. When the left tube was removed, it left loose rings that could not be located, so after 6 months she was operated again with a total hysterectomy with removal of the uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('when the left tube was removed, it left loose rings that could not be located / CT scan showed the presence of a small metallic remain of 4 mm, adjacent to the left side of the uterine dome') in a 42-year-old female patient who had essure inserted for contraception and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included haemorrhage in pregnancy on (B)(6) 2012, metrorrhagia in october 2011, carpal tunnel syndrome (right hand) in 2010, anxiety attack in 2009, paraesthesia hand (pinched c4-c5-c6. Electromyography: affecting right median nerve, no sensitivity in hands.) In 2007, cervical pain (pinched c4-c5-c6. Electromyography: affecting right median nerve.) In 2007, prolapsed disc repair in 2004, cervicalgia (cervical pain radiating to the left shoulder and arm without loss of strength, paresthesia) in 2003, cervical disc herniation in 1998, intervertebral disc protrusion in 1998, multi gravida, parity 2, abortion and irregular periods. No relevant personal medical or surgical history. Previously administered products included for metrorrhagia: tranexamic acid on (B)(6) 2011; for an unreported indication: copper iud in 2009. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("excessive bleeding"), headache ("headaches"), pyrexia ("low grade fever every day / night fevers of 37.2 c / febricula") and abdominal pain ("strong abdominal pain"). On (B)(6) 2017, the patient experienced complication of device removal ("if left loose rings that could not be located"). On (B)(6) 2017, the patient experienced obesity ("body mass index 34"). On (B)(6) 2017, the patient experienced toothache ("continuous bilateral toothache") and myofascial pain syndrome ("myofascial syndrome") with facial pain. On (B)(6) 2018, the patient experienced allergy to metals ("allergic reaction to all imitation jewellery and silver"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction "), peripheral swelling ("swelling lower limbs"), arthralgia ("joint pain"), abdominal pain upper ("stomachache / stomach pains"), tiredness ("tiredness"), loss of libido ("loss of libido"), the first episode of renal pain ("kidney pain"), sciatica ("sciatica"), perforation ("organ perforation"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss"), fatigue extreme ("extreme tiredness / tiredness"), pain in extremity ("leg pain"), back pain ("lumbago"), dermatitis atopic ("atopic dermatitis"), mental disorder ("psychological damages") and the second episode of renal pain ("kidney pain"). The patient was hospitalized on (B)(6) 2017. The patient was treated with analgesics, bromazepam (lexatin) and surgery (bilateral salpingectomy by laparoscopy, removal of r tube on (B)(6) 2017,total hysterectomy (B)(6) 2018 and total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and peripheral swelling had not resolved, the device breakage, complication of device removal, hypersensitivity, genital haemorrhage, arthralgia, abdominal pain upper, tiredness, pyrexia, loss of libido, sciatica, perforation, anxiety, depression, alopecia, abdominal pain, fatigue extreme, pain in extremity, allergy to metals, obesity, dermatitis atopic, mental disorder, the last episode of renal pain, toothache and myofascial pain syndrome outcome was unknown and the headache and back pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, complication of device removal, depression, dermatitis atopic, device breakage, genital haemorrhage, headache, hypersensitivity, loss of libido, mental disorder, myofascial pain syndrome, obesity, pain in extremity, pelvic pain, perforation, peripheral swelling, pyrexia, sciatica, tiredness, toothache, the first episode of renal pain, fatigue extreme and the second episode of renal pain to be related to essure. The reporter commented: there is no history of allergies. Satisfactory placement/insertion of essure, the process was not painful. The patient was admitted on (B)(6) 2017 to the hospital for a bilateral salpingectomy by laparoscopy with removal of the right tube. Salpingectomy in the left tube with removal of the device leaving some ring of the distal end reaching the uterine horn without visualizing it, a procedure according to the usual technique without complications, during surgery it was considered that the left essure was not completely removed. When the left tube was removed, it left loose rings that could not be located, on (B)(6) 2018 she was operated again with a total hysterectomy with removal of the uterus. On (B)(6) 2019 clinical appointment regarding patient with months of postprandial abdominal pain that occurs every two days, clinical judgment cholelithiasis, on (B)(6) 2020 she was attended attended hospital for general surgery due to cholelithiasis. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive to nickel sulphate. Computerised tomogram - on (B)(6) 2017: computed tomography of the abdomen and pelvis showed the presence of a small metallic remain of 4 mm, adjacent to the left side of the uterine dome; on (B)(6) 2018: no metallic remains can be seen in the pelvic or abdominal cavity. Alterations of no significant findings. Gynaecological examination - on (B)(6) 2016: essures placed correctly, body mass index 31 (obese); on (B)(6) 2017: remains of left essure, body mass index 24; on (B)(6) 2018: 47-year-old patient that arrived for a check-up after hysterectomy for the removal of the essure remains. She has no headaches and is fine in that regard, but her low-back pain persists. She also reports an improvement regarding her feeling of weakness. The feeling of swollen lower limbs persists. Pathology test - on (B)(6) 2017: macroscopic description: sample was received: oviduct segment in which essure is identified in its interior and also 4 oviduct fragments. The largest fragment is 5 cm and the smallest is 2 cm in length; on (B)(6) 2017: oviducts without changes; on (B)(6) 2018: no abnormalities on the endometrium or cervix; on (B)(6) 2018: macroscopic description: the uterus doesn¿t show alterations and in serial cuts, a metallic remain of 2mm is identified in the intramural portion of the tube. Pregnancy test - on (B)(6) 2013: negative. Ultrasound scan vagina - on (B)(6) 2016: anteverted uterus of normal size. Homogeneous endometrium. Essures placed correctly. Normal ovaries. Free pouch of douglas; on (B)(6) 2018: no observable masses, simple right adnexal formation of 28 mm. No free fluids. X-ray - on (B)(6) 2013: essure device inserted correctly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021: the follow information were updated patient date of birth, medical history, lab data; on events: perforation, abdominal pain, anxiety, hair loss, depression, fatigue extreme, leg pain, lumbago, allergy to metals, onset date were added to events bleeding genital, headache, fever, obesity, atopic dermatitis, swelling nos was updated to swelling of legs , headache outcome updated from unknown to recovered/resolved on 8-apr-2021: the following information was updated: new hcp reporter, medical history, history drug, lab data, treatment products, essure product indication, essure stop date was update from (B)(6) 2018 to (B)(6) 2017, events: kidney pain, psychological disorder nos, toothache, myofascial pain syndrome. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('when the left tube was removed, it left loose rings that could not be located') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal medical or surgical history. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("if left loose rings that could not be located"), hypersensitivity ("allergic reaction"), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), arthralgia ("joint pain"), abdominal pain upper ("stomachache"), fatigue ("tiredness"), pyrexia ("low grade fever every day"), loss of libido ("loss of libido"), renal pain ("kidney pain") and sciatica ("sciatica"). The patient was hospitalized on 7-mar-2017. The patient was treated with surgery (bilateral salpingectomy by laparoscopy, removal of right tube and total hysterectomy on (B)(6) 2018). Essure was removed. At the time of the report, the pelvic pain, device breakage, complication of device removal, hypersensitivity, swelling, genital haemorrhage, headache, arthralgia, abdominal pain upper, fatigue, pyrexia, loss of libido, renal pain and sciatica outcome was unknown. The reporter considered abdominal pain upper, arthralgia, complication of device removal, device breakage, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, pelvic pain, pyrexia, renal pain, sciatica and swelling to be related to essure. The reporter commented: the patient was admitted on a scheduled basis to the hospital for a bilateral salpingectomy by laparoscopy with removal of the right tube. When the left tube was removed, it left loose rings that could not be located, so after 6 months she was operated again with a total hysterectomy with removal of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('when the left tube was removed, it left loose rings that could not be located') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal medical or surgical history. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("if left loose rings that could not be located"), hypersensitivity ("allergic reaction"), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), arthralgia ("joint pain"), abdominal pain upper ("stomachache"), fatigue ("tiredness"), pyrexia ("low grade fever every day"), loss of libido ("loss of libido"), renal pain ("kidney pain") and sciatica ("sciatica"). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (bilateral salpingectomy by laparoscopy, removal of r tube on (B)(6) 2017,total hysterectomy (B)(6) 2018 and total hysterectomy on (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, complication of device removal, hypersensitivity, swelling, genital haemorrhage, headache, arthralgia, abdominal pain upper, fatigue, pyrexia, loss of libido, renal pain and sciatica outcome was unknown. The reporter considered abdominal pain upper, arthralgia, complication of device removal, device breakage, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, pelvic pain, pyrexia, renal pain, sciatica and swelling to be related to essure. The reporter commented: the patient was admitted on a scheduled basis to the hospital for a bilateral salpingectomy by laparoscopy with removal of the right tube. When the left tube was removed, it left loose rings that could not be located, so after 6 months she was operated again with a total hysterectomy with removal of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2021: new number from ha from spain was added to reference section (secure verification code). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.